Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient recently started to reject wearing the audio processor. Parents indicated that starting in about (B)(6) the child began showing soothing behaviors by placing her right cheek on the nebulizer breathing treatment machine which causes significant vibrations. No other trauma to the implant site was reported as well as no additional changes in health history in the past couple of months. She is non-verbal making it difficult to assess ci benefit. CT scan and re-implantation is being considered should additional channels become affected.

Manufacturer narrative:
(B)(4). Submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient rejected wearing the audioprocessor. Parents indicated that starting in about (B)(6) 2016 the child began to be exposed to vibrations due to the breathing treatments. However, no trauma to the implant site was reported as well as any additional changes in health. The recipient was re-implanted on (B)(6)2017.